Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 4-d1, d3, e1 and e3 full height cubie pocket was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer (fse) found that auxiliary drawer 4, rows d and e, had not been detected on the bus. The fse cleaned out the drawer and reseated the row board connections and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.